Manufacturer narrative:
Product ID 8781, lot#, serial#(B)(4), implanted: (B)(6) 2018, explanted, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1000 mcg/day) via an implantable infusion pump. It was reported that during a pump replacement surgery the hcp accidently nicked the proximal side of the existing 8781 catheter. The catheter was revised.